Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® acd solution a blood collection tubes foreign matter (fm) was found between the stopper and the tube. Fm was also found on the stopper. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: 100 samples and 6 photos were returned by the customer in support of this complaint for lot number 3352625; no samples were returned for lot number 4011415. Visual examination of the photos was performed and revealed fm on the stopper and in between the stopper and the tube, there are black particles seen on the stoppers in the photos. The returned samples were visually inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records for both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® acd solution a blood collection tubes foreign matter (fm) was found between the stopper and the tube. Fm was also found on the stopper. There was no health impact or consequences reported.